Manufacturer narrative:
Event date and implant date: unknown therefore date was estimated. Journal article: nandkeolyar, s, et. Al. "A case of delayed hemorrhagic effusive-constrictive pericarditis after left atrial appendage occlusion device placement" jacc: case reports jun 2019, 1 (1) 27-31; doi: 10.1016/j.jaccas.2019.04.003.

Event description:
Reported via journal article. It was reported via journal article that a patient experienced a late pericardial effusion. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were used. The laa was measured as an average diameter of 26 mm on transesophageal echocardiogram (tee). Therefore, a 30 mm closure device was selected. After deployment of the device, the release criteria was met: the position of the device at the laa ostium was confirmed, the tug test revealed that the device was anchored with 20% compression and without any peridevice leaks. The device was released, and the patient recovered well without any immediate complications. The following day, the patient's exam remained unchanged except they reported substernal chest pain that was worse when lying down and improved with sitting up. A transthoracic echocardiogram (tte) revealed a bright pericardium but did not demonstrate pericardial effusion. She was discharged on 0.6 mg of colchicine twice a day for suspected post-procedural pericarditis and continued warfarin. The chest pain persisted 1 week later, and tte again revealed a bright pericardium without pericardial effusion. They were continued on colchicine. At the 4 week follow-up, the patient reported a gradual resolution of chest pain. No tte was performed given the clinical improvement, and colchicine was discontinued. At the routine 6 week tee revealed a moderate pericardial effusion without evidence of tamponade. Three days later, the patient presented with significant dyspnea and tachycardia. A tte revealed a large pericardial effusion with findings suggestive of cardiac tamponade. During urgent pericardiocentesis, 500 ml of sanguineous fluid was drained, and a pericardial drain was left in place. Computed tomographic angiography showed no obvious microperforation of the device. The post-pericardiocentesis tte revealed constrictive physiology. The suspected cause of the delayed effusion was microperforation leading to inflammatory effusive-constrictive pericarditis with delayed secondary bleeding. The patient was not started on nonsteroidal anti-inflammatory drugs because of the hemorrhagic effusion and their history of esophageal ulcer. The patient was given a 1 week taper of methylprednisolone in addition to continuing colchicine for a total of 3 months. At the follow-up 1 week later tte revealed elevated right atrial pressure, septal bounce, and thickened pericardium suggestive of constriction, although no effusion was seen. One month later, a repeat tte showed normalized filling pressures, mild septal bounce, and a bright pericardium without pericardial effusion. A cardiac magnetic resonance image obtained after a full 3 months of colchicine therapy revealed pericardial thickness of 4 mm with patchy late gadolinium enhancement in the pericardium.